Event description:
At activation in (B)(6) 2019 the user reported vibrotactile sensations when the basal channels were stimulated. Performance with the device was poor until early (B)(6) when electrodes 9-12 were deactivated. Following this there was a significant increase in speech perception scores and user satisfaction. Per (B)(6), the electrode was fully inserted during surgery and robust art responses were observed on basal electrodes. More recent testing indicates absent responses on e9-12 and a CT scan was ordered. The device was explanted on (B)(6) 2020. This report refers to 9710014-2020-00187. For further information please refer to this report.